Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: the oscillating saw attachment (colibri) was reported to have black grease/oil leaking from it when it was removed from the sterile set in theatre. Another set was taken from the shelf to replace it and there was no delay in the operation.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.